Manufacturer narrative:
The defective tube was replaced at the customer site and the unit was brought back to specifications. The exchanged tube was sent to the factory for further investigation. A supplemental report will be submitted if additional information becomes available. This report was submitted march 7, 2016. (B)(6).

Event description:
It was reported that the intervention (endovascular implementation of aorta prosthesis) had to be aborted due to a tube failure on the arcadis avantic system. The patient had to be moved; the intervention was successfully completed with a catheter in a different room. The patient did not suffer any injuries and was reported to be good health the next day. The reported event occurred in (B)(6).

Manufacturer narrative:
The investigation of the reported event showed that the described issue was caused by a failure of the powerphos, which resulted in an interruption of the intervention. Due to this event the spare part consumption of the powerphos was examined. The consumption shows low values and no systematic issue could be determined. After the replacement of the powerphos at the concerned customer system, the reported issue has not reoccurred. Additional information was received from the facility regarding the patient health status. No danger to patient's was reported and no injury occurred in this case. This report was submitted august 17, 2016.